Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a photo was received by bd for evaluation. A quality engineer was able to review the photo of a venflon EU from lot # unknown, regarding item # unknown with the reported issue from a tweet that came in response to the venflon plus field safety alerts that appeared earlier today. This one is about a regular venflon product. (Https://twitter.com/icugasdoc/status/1370527797664432135). It came in at 7:11 p.m. Et today (march 12, 2021) the entry on tweeter is as follows: "it's not just the venflon pro, we had similar with standard venflon (also eo sterilized). Yellow carded and reported to mhra some weeks ago...". The lot number was not reported. The DHR could not be reviewed. No sample received and available for investigation. The retention samples could not be used for investigation as the lot number is unknown. One photograph and no sample received and available for investigation. The retention samples could not be used for investigation as the lot number is unknown. No investigation is possible as there is no sample or lot number reported by the customer. The exact root cause cannot be confirmed due to unavailability of the sample or the lot number. Based on the samples and/or photo(s) received the investigation concluded that bd was not able to duplicate or confirm the indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the unspecified bd venflon¿ pro IV catheter leaked blood/IV fluid from the injection port cap during use. The following information was provided by the initial reporter: "a number have a valve malfunction allowing blood (or IV fluids if running) to retrogradely leak out via the coloured injection port cap.. A 22 or 20g the rate is slow, but it comes pouring out of it 16g.." "It's not just the venflon pro, we had similar with standard venflon (also eo sterilised)."